Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
On (B)(6) 2013. Patient and her trainer reported the blood glucose monitoring device is registering hi and not giving an actual numerical value. They reported the patient's blood glucose reading has been between 300-500's mg/dl for the past 2-3 weeks. Patient began pump therapy on (B)(6) 2013. Patient's target blood glucose range is 120-130 mg/dl. Patient symptoms include frequent urination, upset stomach, and a lot of thirst. Patient stated she has been self-treating by bolusing; no outside assistance has been necessary. Patient reported she called her physician who advised they increase the basal rates and decrease the carb ratio. Patient stated they noticed a leak of insulin today at the patient's infusion site and feel that may be the cause of the elevated readings. Patient reported she is also sick with a head cold and stomach concerns. Patient stated she was not sure if the site was wet because of pooling or if the needle had come out of her body; had been tugged on earlier today. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
Conclusion the complaint describing a leaky at the headset cannot be verified, the head sets meets product specifications. Result we received one used sample for investigation. We performed a free flow and tightness test on the received sample and could not find any non-conformity. The investigation of our production documents did not show any deviations related to the complaint reason. The problem mentioned by the customer could not be reproduced. There is no indication of any product malfunction which caused or contributed to the reported event as described in this case.